Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, two retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A push-pull test was performed on all junctions and no disconnections were noted. The two retention samples were submitted to an air passage test and an underwater leak test, and no blockages or leaks were identified. The reported condition was not verified in the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked at the connection between the part that goes inside the pump. This was observed during setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.